Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The target treatment area was a 20mm lesion in 80% stenosed mid left anterior descending artery (lad). The diamondback 360 coronary orbital atherectomy device (oad) was spun thrice on low speed. Angiographic imaging was performed that showed no procedural complications. The clinical event committee reviewed procedural images and concluded that the diamondback coronary orbital atherectomy device possibly contributed to a myocardial infarction. No further information is available.